Event description:
Pt reported obtaining back-to-back blood glucose results of 125mg/dl, 597mg/dl, and 222mg/dl, while using the suspect device. Pt indicated that, at the time the results were obtained, she was feeling dizzy. Pt reportedly self-treated by eating peanut butter crackers. Fifteen mins later, pt retested blood glucose using the suspect product and obtained a result of 107mg/dl. No pt injury was reported and no treatment was rec'd. Qc testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.